Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an inguinal hernia with implant of a perfix plug. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient attorney alleges the patient experienced pain, recurrence, disability and additional surgical procedure. Addendum per additional information provided: attorney alleges that the patient had mesh migration, abdominal pain, hernia recurrence and emotional injuries. Per provided medical records: (B)(6) 2012 - patient had recurrent left inguinal hernia, underwent repair which included explant of an "old mesh" (unknown) and implant of a bard/davol perfix plug. Per the op-notes " a huge inguinal hernia sac was present. This was dissected out circumferentially having to deal with old scar tissue, especially at the floor of the canal". "As I further dissected in the medial internal ring area, it became relatively clear to me that this was probably an old onlay mesh that had come loose completely and wadded itself up at the internal ring or that the prior surgeon had used a piece of regular mesh and tried to make a plug out of it". "This was removed"." I was then able at this point to reduce the large direct hernia sac (this was over 8 cm. In size) and place a large mesh plug (bard/davol perfix plug) into the floor of the canal. This was secured at multiple points using prolene suture" (B)(6) 2015 - patient had recurrent bilateral bulges with pain from previous surgeries and was advised for mesh removal. Per op-notes, there was hernia recurrence on the right side medial to the mesh plug (unknown), upon dissection, the mesh (unknown) was encountered. The mesh was tightly adherent, there was herniation around the medial part of the mesh as well. A right-sided (non bard/davol) mesh was introduced, unfolded and fixed to cooper's ligament medially, anteromedially to the abdominal wall as well as anterolaterally avoiding the epigastric vessels. Then the surgeon switched to the left side of the patient; the same pathology was noted with more extensive scarring on the left side, most likely because it is the second recurrence. The perfix plug was partially excised using a combination of sharp and electrocautery dissection until the cooper's ligament was identified and all potential hernia cavities along the myopectineal orifice were identified. A left-sided (non bard/davol) mesh was introduced; the plug had a couple of peritoneal tears on the left side and one on the right side. On the right side, vicryl suture was used intracorporeally to close the peritoneal tear.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney alleges the patient experienced pain, hernia recurrence and disability. The patient's legal claim states the patient underwent an additional surgical procedure post implant of the bard perfix mesh where "the patient underwent an additional surgery to repair the hernia defect and remove it." At this time it is unclear if any mesh was removed during this procedure as it is unclear what is being referred to by the word "it." In regards to recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Review of the medical records provided identify that the perfix plug was explanted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Patient has a complex medical/surgical history including multiple groin hernia repairs. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney alleges the patient experienced pain, hernia recurrence and disability. The patient's legal claim states the patient underwent an additional surgical procedure post implant of the bard perfix mesh where "the patient underwent an additional surgery to repair the hernia defect and remove it." At this time it is unclear if any mesh was removed during this procedure as it is unclear what is being referred to by the word "it." In regards to recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an inguinal hernia with implant of a perfix plug. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient attorney alleges the patient experienced pain, recurrence, disability and additional surgical procedure.